Event description:
The report indicated that during an atrial fibrillation (afib) ablation procedure with a pentaray catheter, the patient experienced low blood pressure, heart rate increase, a dissection with bleeding from the femoral vein to the femoral artery treated with a balloon to stop the bleeding. The information indicated that it was believed that a dissection from the femoral vein to the femoral artery occurred during the case. The patient had tortuous access at almost a 90-degree angle, and the injury occurred while the physician was advancing catheters and sheaths into the patient. The physician believed that the injury may have occurred due to the pentaray catheter but that it was not confirmed, and it was unable to confirm when the injury occurred. The physician was shooting contrast during the case due to the tortuous vein. A leak from the femoral vein to the artery was noticed and confirmed on one of the contrast shots using x-ray. The patient's blood pressure dropped, and the patient's heart rate increased; however, the changes were not dramatic. The medical intervention provided was that one of the interventional radiologists placed a balloon at the bleed in the femoral vein to stop the bleeding. The procedure was aborted. The carto 3 system was set up for mapping and the farapulse system was set up for ablation but that no mapping or ablation was performed. The last known patient¿s status was stable, and the balloon was left in the patient. The patient was moved to recovery. An interventional radiologist provided a balloon pump in the patient's femoral vein, and the outcome of the adverse event was that the patient improved. The patient required extended overnight hospitalization. There are no relevant tests/laboratory data, and no other relevant history/preexisting condition.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref. # (B)(4).